Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of error code. The unit was triaged and the customer¿s reported condition was not confirmed, but a separate issue of no audible alarm was observed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 21-jun-2017.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had no audio at start up.